Event description:
It was reported that this lead was an attempted right ventricular (rv) implant. High out-of-range pace impedances were observed upon initial placement of the lead. The physician repositioned it several times, however, the out-of-range measurements persisted. The lead was removed and an alternate implanted without consequence. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies; x-ray was negative for anomaly. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product remains in analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this lead was an attempted right ventricular (rv) implant. High out-of-range pace impedances were observed upon initial placement of the lead. The physician repositioned it several times, however, the out-of-range measurements persisted. The lead was removed and an alternate implanted without consequence. No adverse patient effects were reported.